Event description:
It was reported that lost image occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The device was completely removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed that the tip of the opticross catheter was detached and the sheath was kinked.

Manufacturer narrative:
The device was returned for analysis. During product analysis the catheter was functionally tested, and it performed as intended with proper image displayed. Impedance testing shows a good unit wave form. Therefore, the reported complaint is not confirmed. It was also observed that the sheath was kinked, and the tip of the catheter was detached. F1: initial reporter facility name - (B)(6). F1: initial reporter address 1 - (B)(6).